Event description:
The dentist reported that this screw had fractured.

Manufacturer narrative:
As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.